Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the balloon (subject device) ruptured when inserted inside pipeline stent. The procedure was completed successfully without a balloon. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the subject balloon ruptured when inserted inside the pipeline stent during post processing. Additional information provided by the customer indicated that no anomalies were noted to the device after removal from the packaging or prior to preparation, the device was prepared as per the dfu, the balloon inflated during prep, the correct amount of inflation media was used to inflate the balloon, the device was not inflated over nominal pressure and no excessive pressure was used, 50% contrast was used during preparation and procedure, no leakage was noted during preparation, continuous flush was maintained throughout the procedure, a pipeline device was used when the issue occurred, the rupture was noticed inside the patient during use, and the procedure was completed successfully without a balloon. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during procedure the balloon (subject device) ruptured when inserted inside pipeline stent. The procedure was completed successfully without a balloon. No clinical consequences were reported to the patient due to this event.